Event description:
The rptr stated the surgeon inserted a silicone aspheric three piece lens and the lens tore. The surgeon attempted to cut the lens but decided to enlarge the incision to remove the lens. Another same model lens was implanted and sutures were required to close the incision.